Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: date is approximate. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they couldn't get the implanted neurostimulator to charge. Patient stated that it felt like the recharger was charging from the wall because it was warm. Patient stated that the battery pack (recharger) was totally charged, however when they put the antenna over the implant battery, the implant wouldn't charge. When asked for the event date, pt said that it had been about a month and that the ins would charge but then the ins would stop charging so the ins wouldn't completely charge. Pt confirmed that it was over a month ago that the ins was able to be charged successfully. Pss had the pt initiate an ins recharging session; pt saw the reposition antenna screen. Pt repositioned the recharger antenna, however the reposition antenna screen still displayed. Pss had the pt attempt to sync the programmer to the ins; pt saw the poor communication screen. Pss reviewed possible ins over-discharge with the pt. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. A response was received from the patient regarding their complaint about having difficulties trying to charge their ins. Patient reports they attempted to charge and it didn't work. Their doctor tried different methods with the buttons to reset and it still didn't help. It was suggested they will be getting a new battery put in by the end of august, and they were advised to not sit with all the pillows around them.